Event description:
Dexcom rep contacted dexcom technical support on behalf of pt on (B)(6) 2011 to report that pt had experienced a hypoglycemic episode during which cgm was reading 218 mg/dl while bg was unk. Pt's daughter states that pt suffers from cognitive issues. A review of pt's data report points to the fact that pt is not using cgm per user's guide, as pt is starting new sensor sessions using the same sensor used for previous session. Pt is also not calibrating as often as recommended. Dexcom technical support has been trying to contact pt and pt's daughter to collect more info in regards to issue.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.